Event description:
It was reported that a balloon rupture occurred. A 15mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured in pinhole form at 10atm within 10 seconds. The device was removed without any problem using the normal method. No patient complications were reported.